Manufacturer narrative:
This report is submitted on april 13, 2022.

Event description:
Per the clinic, the patient experienced a skin irritation and subsequently was treated with oral and topical antibiotics on (B)(6) 2022 (duration not reported). Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was placed under general anaesthesia on (B)(6) 2022, in order to explant the device due to non-use. The skin was cauterized during the same surgery. There are no plans to re-implant the patient as of the date of this report. Correction: the device details in part d has been updated to reflect the correct device. This report is submitted on may 6, 2022.